Event description:
The patient first used the device on (B)(6) 2021 and stopped using the device, with the reaction occurring the same day. It is noted that there was inflammation and pain on the tongue. The patient was prescribed mycelex by her provider. The issue resolved after the treatment within 3 days. The patient has a reaction to codeine (nausea). With regards to the device: it is unknown how the device was prepped or cleaned prior to the delivery of the device. However, the patient used toothpaste and a soft toothbrush.

Event description:
It was reported that the patient had a reaction. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. However, the patient experienced swelling and redness on lips. The patient wore the device one night and the reaction resolved once the device was discontinued. There is an allergy to latex.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. This information not provided when asked. This information was not provided when asked. This information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription is not applicable as the device is manufactured by prescription and not implantable